Manufacturer narrative:
The actual device was returned for maintenance. Reliability engineering evaluated the device and observed that the neuro-tip leg had been drilled into and bent and the laser etching was worn and hard to read. The neuro-tip leg damage was due to excessive lateral force be placed on the device which caused the drill to flex and come into contact with the neuro-tip leg, bending the leg. The laser etching being worn and hard to read was due to normal wear over time. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that prior to surgery, it was observed that the craniotome device had an unknown malfunction. During in-house engineering evaluation, it was determined that the neuro-tip leg had been drilled into and bent and the laser etching was worn and hard to read. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.